Event description:
Event was reported to author yesterday. Surgeon instructed pt to use hydrogen peroxide to clean nares post operatively. Surgeon had implanted chitogel intraoperatively. Surgeon feels that scarring of mucosal tissue was caused by a reaction between the chitogel and peroxide.